Event description:
It was reported that during a pacing lead implant attempt, there was placement difficulty due to a helix issue. A new lead was implanted with success. No patient complications have been reported as a result of this event.